Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the patient's right eye (od), fibers appeared to be in the eye. Reportedly, the lens remains implanted. The account confirmed that there was no patient injury and no surgical or medical intervention was performed or planned. The patient was reported doing well. No further information provided.